Event description:
The customer reported the ventilator went vent inop, and alarmed during checkout. The ventilator was not in use on a patient at the time of the reported problem. Vent inop, when in, will stop providing ventilatory support to the patient.